Event description:
It was reported that the patient was having increased seizures and is scheduled for a battery replacement on (B)(6) 2022. There is no indication that the replacement is due to the seizures. Seizures occurred after the patient was already referred for surgery. The patient was replaced prophylactically as a result. The product has not been returned to date. No diagnostics issues were identified during the replacement surgery; therefore diagnostics are assumed to be okay. Device evaluation is not necessary because the reported event has been determined to not be related to vns functionality. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.